Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance, no capture in the bipolar pacing configuration, and a possible fracture. The rv lead was reprogrammed to the unipolar pacing configuration and remains in use. The patient will be evaluated by their electrophysiologist. No patient complications have been reported as a result of this event.